Event description:
It was initially reported to boston scientific corporation on (B)(6), 2009, that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure. Prior to inserting the device into the patient, the stent could not load over the wire. The procedure was completed with another rapid exchange biliary stent system. There were no reported patient complications. The patient was reported to be in fine condition at the conclusion of the procedure. This event has been deemed a reportable event based on the investigation results; catheter stretched.

Manufacturer narrative:
Evaluation report: the stent was returned bent and smashed on the tip. During the functional evaluation when the guide catheter wire hub was actuated, the guide catheter wire moved freely along the ramp of the rx window. A second functional evaluation found that a 0.035inch guide wire could be passed into the distal end of the push catheter including the guide catheter that was fully retracted inside the push catheter and out of the rx ramp window. The guide catheter was pulled distally from the push catheter until fully extended. A visual evaluation of the guide catheter found no deformation. The condition of the returned unit was not consistent with the complaint of a guidewire fitting issue. The reported complaint could not be confirmed. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. A lot history search was performed, which revealed no other similar complaint related to this lot. (B)(4).